Event description:
Customer reported that a patient underwent a bilateral blepharoplasty and presented with a unilateral wound dehiscence ten days following the procedure. One of the two suture knots placed at the time of initial surgery was intact. The patient was resutured in the office.

Manufacturer narrative:
Date sent to the FDA: 12/17/2008. The actual device associated with this event is not known. Customer reports the following possible products: code: 1916g, lot: adm466, mfg: 04/14/2008, exp: 01/31/2013; code: 1916g, lot: akk360, mfg: 10/08/2008, exp: 07/31/2013; code: 1916g, lot: adm890, mfg: 04/16/2008, exp: 01/31/2013; code: 1916g, lot: abm680, mfg: 02/15/2008, exp: 01/31/2013; code: 770g, lot: ag6712, mfg: 07/02/2008, exp: 07/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. Result: representative samples of the return product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirement. Conclusion: no failure detected and the product exceeds tensile strength requirements.